Manufacturer narrative:
UDI: (B)(4). The investigation is in progress. A supplemental report will be submitted.

Event description:
As reported by an edwards field clinical specialist, the 26mm sapien ultra transcatheter valve would not advance pass the left common iliac artery after multiple attempts. The cardiologist believed the circumferential calcium at the common iliac cause the esheath to kink, and prevented the valve from advancing. The decision was made by the heart team to remove the 26mm valve, commander delivery system, and 14fr esheath while leaving the wire in place. The delivery system was removed as a unit, and there were no withdrawal difficulties. A new 14fr esheath was inserted.  A second delivery system was prepared. The new 26mm sapien ultra valve was crimped, and advanced slowly through the left common iliac without difficulty and deployed at 80/20. There was no vascular injury to the patient. The final patient procedure outcome was successful. The device was returned for evaluation and the product evaluation revealed, liner torn, liner strand, and sheath shaft damaged (hdpe material piece missing). However, it was noted that the tech manipulated the delivery system within the esheath after it was removed from the patient.

Manufacturer narrative:
The device was returned for evaluation and the 14fr esheath was received after use in the procedure with a 26mm commander delivery system and full loader assembly inserted through it. The valve was on the delivery system, located inside the sheath, approximately 2.5¿ from the distal tip of the sheath. The liner was torn 7¿ in length from distal tip. The blue hdpe material was stretched at distal tip of the sheath. The blue hdpe material was damaged, approximately 4¿ from the strain relief (hdpe material stretched, no missing pieces). Two liner strands were observed along the sheath shaft: the first strand was 4¿ long located 3.5¿ from distal tip and the second was 0.25¿ long located at the damaged hdpe material. A 3mensio imaging report was provided by the complaint event site and the patient¿s access vessel (left side) was observed to be tortuous and calcified. The DHR was reviewed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review of the work order was performed and revealed no other complaints similar to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The reported event is an anticipated risk of the transcatheter valve procedure. A review of the risk management documentation the failure modes was performed. Potential hazard/harms severity classification is 2 and includes: difficult or unable to introduce delivery system / loader and advance through sheath, prolonging procedure. In this case, there was no vascular injury. The final patient procedure outcome was successful. The complaints for ¿sheath shaft ¿ resistance with delivery system, bc,¿ ¿sheath shaft ¿ liner strand," ¿sheath shaft ¿ liner torn,¿ and ¿sheath shaft ¿ damaged¿ were confirmed by the condition of the returned device. No manufacturing non-conformance's were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigation's supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Per the complaint description, ¿the cardiologist believed the circumferential calcium at the common iliac cause the esheath to kink and prevented the valve from advancing.¿ per the procedural training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ calcification and tortuosity were present in the patient vessels. Tortuosity and calcification can create challenging pathway for delivery system insertion through the sheath and can prevent the sheath from fully expanding leading to the resistance experienced. The available information suggests that patient factors (access vessel calcification / tortuosity) may have contributed to the complaint event. For the event of sheath shaft ¿ resistance with delivery system bc; as there was no confirmed edwards defect, no corrective or preventative actions are required. However, after review of the similar reported issues per product risk assessment, a CAPA was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath). For the event of sheath shaft ¿ liner torn, the presence of calcification in the access vessel can weaken the liner during insertion of the sheath, making it more susceptible to tearing/ liner tears during sheath expansion. The presence of calcification and tortuosity in addition to the excessive manipulation exerted to overcome the resistance most likely led to the liner torn. Per the technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient (e.g. Access vessel tortuosity/calcification) are likely the contributing factors for sheath shaft liner tears.   For the event of sheath shaft ¿ liner strand / sheath shaft ¿ damaged, vessel calcification can damage the exposed portion of the sheath liner and weaken it, while vessel tortuosity can create sub-optimal angles that can lead to non-coaxial alignment in the advancement of the delivery system. Noncoaxial alignment could potentially lead to the delivery system to catch onto the (weakened) liner of the sheath and create strands upon insertion. As excessive device manipulation was done to overcome the resistance while advancing the delivery system, the interaction between patient anatomy and excessive manipulation may have ed to the observed sheath damage liner strands. The available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation during delivery system insertion) may have contributed to the complaint events. For the event of sheath shaft ¿ kinked, bent, the complaint was not confirmed as no kinks were observed during visual inspection of the device. No manufacturing non-conformance's were identified in the returned sample. A review of lot history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies.